Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to a low blood glucose level that ranged from 11-19 mg/dl. Reportedly, the customer was given sugar and customer¿s bg increased to 700 mg/dl. Customer was treated with an intravenous fluid and insulin drip, and was released from the hospital two days later with no permanent damage. Reportedly, the cause for the event was unknown. Customer could not confirm if low bg occurred as a result of not eating or if it was pump related. In addition, it was reported that an auto-off alarm occurred. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.